Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 23, 2026, senseonics was made aware of a user's hypoglycemia event. The user reported sensor glucose (sg) readings of 60 mg/dl and 50 mg/dl, while corresponding blood glucose (bg) values were reportedly higher at 120 mg/dl and 160 mg/dl, respectively. [Tk5.1][mh5.2][tk5.3]the user reported the system triggered a low glucose alert. Alerts appropriately but did not provide alarm details or settings. The user determined the event was not a true hypoglycemia event and did not seek medical attention.